Event description:
The patient reported elevated blood glucose readings up to 500 mg/dl with her normal reading being 150 mg/dl. She stated her insulin infusion headset had been in use for 2.5 days so she changed the headset, bolused insulin and her readings returned to her normal range. She stated she only uses a small area below her navel to place her infusion headset. Site rotation and management was discussed with the patient and alternative sites were suggested. The patient was advised to discuss site areas with her doctor. A guide to site management was sent to the patient. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.